Event description:
It was later reported that the pump contained dilaudid and clondine. A small granuloma at the catheter tip was diagnosed by a CT scan in (B)(6) 2012. No cultures were performed.

Event description:
It was reported that the patient was 'allergic to the dilaudid which caused a growth on the end of the catheter growing down and pushing into my spinal cord.' The growth was noted 'last year.' The locations of the patient's symptoms were the near the catheter pathway. The health care provider (hcp) removed all medications from the patient's pump and filled it with saline trying to dissolve the 'growth.' The patient was scheduled for an MRI to determine if they could remove the catheter or if 'they' needed a neurosurgeon to remove it because 'it's so close' to the patient's spine. It was noted the patient believed the pump was working great until the mass started to grow but then 'it was starting to hurt me so bad when it was pushing on me.' Additional information has been requested, but was not available as of the date of this report (B)(6) 2013 (lfc): document contained no new information.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8 590-1, lot# n227380, implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, as of an appointment on (B)(6) 2013, the granuloma decreased in size significantly after the pump was filled with saline. The medication provided less than 20% relief. The patient had medication side effects that included constipation. The patient had loss of lumbar lordosis with diffuse muscle tightness, decreased range of motion and paraspinous muscle tenderness with tightness bilaterally. It was noted that the patient experienced weight loss. The patient also had pain in his back and legs. The pain began "years ago", in the "late 80s." The pain was aching, throbbing, sharp, pins and needles and burning. The pain radiated down the patient's lower back to his hip and legs. The pain ranged from 7/10 to 10/10. The pain was continuous, improved by lying down and aggravated by activity. Overall, the pain remained unchanged. The pain interfered with mood.